Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were missing the label information. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer sst ii advance plus blood collection tubes were missing the label information. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for the tube labels being blank with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for blank tube labels with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing incident during the label print process.